Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's output connectors were broken as was its hanger assembly. The generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the epg had a broken output connector and a cracked hanger. Analysis noted that the ventricular output connector is broken off inside the device. There was adhesive found on both pieces of the ventricular connector. Analysis also noted that the cable plug will lock in but it was not electrically connected to the epg and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for repair.